Event description:
Boston scientific received information that the patient¿s remote monitoring system detected a low, out of range, shock lead impedance for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The low shock lead impedance measurement was zero. Subsequently, the patient was evaluated in the clinic, and the shock impedance was normal. It was reported the patient had an ablation procedure on the same date the out of range impedance measurement was taken. Boston scientific technical services (ts) discussed that electromagnetic interference (emi) may cause a zero ohm impedance measurement, however, it was unable to be confirmed that the time the measurement was taken was during the procedure. The device remains in service, and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.